Event description:
The customer reported that the power cord for their pump in style device fell apart.

Manufacturer narrative:
In follow up with the customer, the customer reported that the transformer casing cracked apart. The customer stated that there were no injuries sustained as a result of the issue. The customer also reported that they had discarded the original product, it will not be returned to medela. Should additional information become available resulting in new, changed, or corrected information, a follow up report will be filed at that time. Though the product has not been evaluated, this type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul26011-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored.